Event description:
A depuy mitek sales rep is reporting that an anchor implant originally implanted in 2005 was found floating in the knee when the surgeon was performing a second surgery. There were no adverse effects to the pt reported.

Manufacturer narrative:
The device has been disposed of and will not be returned to depuy mitek for evaluation. It is being reported the piece was removed and that there was no harm to the pt. A product complaint history did not find any other complaints for this lot number. It is possible that pt harm could have potentially occurred. Because of this potentiality an MDR is being filed to document this event. When and if the complaint device is received here at depuy mitek it will be subject to a failure root cause analysis. If the analysis identifies any definitive root cause a follow-up report will be filed.